Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. The cartridge and infusion set were changed to address the issue. There was no adverse impact to the customer's blood glucose level.